Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was noted to be broken. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic is broken in the distal area. The other haptic is pulled from the optic, returned bent in the gusset area and broken in the distal area. The broken distal areas of the haptics were not returned. The optic is torn through the haptic insertion area of the pulled out haptic. The posterior edge of the optic is also broken/torn. Product history records were reviewed and the documentation indicates the product met release criteria. It is unknown if qualified associated products were used. The reported broken lens damage was observed. Broken optic and broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the haptic broke in the cartridge at the time of insertion. The procedure was completed with another lens of the same model and power. There was no patient harm.

Manufacturer narrative:
Corrected information provided in a.1., a.2., a.3., b.3., b.5., d.11, e.1., and h.6.